Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 5:00 am she activated a new pod and by 11:15 am her blood glucose reached 317 mg/dl with +ketones. Upon deactivated she noticed the cannula was kinked.